Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x28mm promus element drug eluting stent, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element mr ous 3.00 x 28 mm stent delivery system was returned for analysis. The stent was examined, and no issues were noted. There was no sign of lifted or stretching of the stent struts. The stent showed no sign of movement and was set between the distal and proximal markerbands. The crimped stent od was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x28mm promus element drug eluting stent, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported as the device did not enter the patient's body.